Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l51670, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient reported that he still had two catheters in his body. His neurosurgeon had removed two in (B)(6) 2014, but ¿two are still in there¿ (see manufacturer¿s report # 3007566237-2015-03741 for other catheter). The patient stated that he was told by his neurosurgeon and his cardiologist that the catheters should have been removed. He was told by the neurosurgeon that ¿the nerves were wrapped around the catheters¿ that were left implanted. The patient was told that he may never walk again after the surgery, but he was able to walk again after the surgery; he used a walker. The patient had trouble with balance. The drug previously delivered by the pump, the patient¿s pertinent medical history/concomitant medications, the cause of the event, the actions/interventions taken and resolution of the event were not reported. Further follow-up is being conducted to obtain this information as well as obtain additional details regarding the event. If additional information is received, a follow-up report will be sent.